Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The unit had a battery failure. There was no patient involvement.